Manufacturer narrative:
Per (B)(4) engineer, all phenolic handles, the ones that look like wood, have been replaced with stainless steel handles that are over molded with silicone. The site will not be resolving their instrumentation needs through our RMA process. No return of flaking instruments.

Event description:
Medtronic rep reported the sites instruments with "wooden" handles are flaking. This event did not occur during surgery and no pt was present.